Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0x08mm xience sierra stent was successfully implanted. Stent thrombosis occurred on an unspecified date and the patient expired. The physician reported that the thrombosis and subsequent death was due to the patient's non-compliance with the dual antiplatelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of thrombosis and death are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.